Event description:
It was reported that the ventricular impedance was high. It was further reported that the capture thresholds are high, but have been historically high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.